Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there an alert for high impedance on the left ventricular (lv) and right ventricular (rv) leads. There was also increased threshold and fluctuating impedance on the lv lead. The alert was reset and doctor will monitor the leads. The leads remain in use. No patient complications have been reported as a result of this event.